Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The device.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a ¿high¿ reading which indicates that their blood glucose was measured at over 600 mg/dl. There were no other symptoms reported for this event. The patient self treated with insulin via injections. The reporter stated that there was a call service 088 alarm. This alarm persisted through different infusion sets. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a call service alarm that they were unable to clear.